Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump had critical pump error. The customer¿s blood glucose was 285 mg/dl at the time of incident. Customer reported that they received critical pump error with image of book. Customer reported that they believed the insulin pump was waterproof, went swimming with the insulin pump, and now insulin pump will no longer turn on or blank screen. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump received with blank display due to moisture damage on electronics and motor assembly. Unable to confirm critical pump error and unable to perform any tests due to blank display.